Manufacturer narrative:
(B)(4). The sample was received and observed to have a discolored check valve, airway tube and inflation line. The device was not received in the teleflex lma packaging and it had been used. A cut/puncture 2mm long was observed on the surface of the inflation balloon. There was no serial# found on the ett tube which was consistent with the ett tube being manufactured before 2008 when serial# print was not implemented. The defective sample was inflated and an air leak was observed at the location of the puncture hole. The complaint was confirmed through visual and functional inspection. The ett tube was unable to stay inflated. Customer is reminded the lma fastrach ett is warranted against manufacturing defects for ten (10) uses or one (1) year from date of purchase, subject to certain conditions. The reported failure was most likely due to handling after some cycles of reprocessing.

Event description:
The event is reported as: the customer alleges the cuff does not keep the pressure (stay inflated) during pre-test.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the cuff does not keep the pressure (stay inflated) during pre-test.